Event description:
It was reported that this right ventricular (rv) lead has exhibited a gradual increase in shock lead impedance that has reached out of range measurements above 200 ohms. Technical services (ts) was consulted and recommended to continue to monitor. The impedance measurements were not able to be reproduced with isometric maneuver. This rv lead remains in service. No adverse patient effects were reported. Additional information was received, and this patient has been actively in heart failure and intubated due to this condition. It was reported that impedance measurements have dropped. The impedance eventually stabilized. Technical services (ts) was consulted recommended further testing. No adverse patient effects were reported. Additional information was received and defibrillation threshold (dft) test was performed on this system, successful measurements were obtained. No additional adverse patient effects were reported. This right ventricular (rv) lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead has exhibited a gradual increase in shock lead impedance that has reached out of range measurements above 200 ohms. Technical services (ts) was consulted and recommended to continue to monitor. The impedance measurements were not able to be reproduced with isometric maneuver. This rv lead remains in service. No adverse patient effects were reported.